Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 erosion/incisional wound opening was reported. The hcp had noticed the pocket incision wasn't healing correctly the last time they saw the patient. The reporter was unsure if you could actually see it through the skin or if the incision was just not healing. No additional symptoms were reported. Today the surgeon planned on opening the pocket, culturing the pocket, and then closing the incision more completely. Additional information was received on (B)(6) 2016 from a company representative and it was reported that the results of the culture were unknown, the pump was repositioned in the pocket and re-sutured down on (B)(6)2016, and the cause of the pump pocket issue was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.